Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using ruby coils. During the procedure, the physician advanced a ruby coil into the target vessel; however, while retracting the ruby coil for repositioning, the ruby coil became stretched. The physician was able to remove the entire ruby coil from the patient without issue. The procedure ended after the removal of the ruby coil. There was no report of an adverse effect to the patient.